Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 04/26/2017 with the following findings:the time reset to default was duplicated during investigation: leaking internal battery.. Dim / pink/display. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment and dim display. This report is made based on the results of an investigation completed on 04/26/2017.